Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's doctor incorrectly programmed the pump's carbohydrate ratio setting, causing the customer to experience an elevated blood glucose level (234 mg/dl). Recommendation was made for the customer to consult with a healthcare provider regarding the pump settings.